Event description:
The customer stated an architect i1000sr analyzer generated a false positive troponin result for one patient sample. The architect generated a troponin result of 0.1. The customer uses a cutoff value of 0.03. The falsely elevated troponin result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, panel testing, a search for similar complaints, and a review of labeling. No troubleshooting was performed by the customer on the patient sample. Panel testing showed that architect stat troponin-I lot 53491un12 was performing per specifications. Tracking and trending identified no atypical complaint activity. Labeling was reviewed and found to be adequate. Based on the investigation no product deficiency was identified.